Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were "confused on information" provided to them regarding the implantable pulse generator (ipg) capture management and they are now concerned something is wrong with the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.